Event description:
It was reported that a patient underwent a ganglion excision on (B)(6) 2001 and suture was used. The patient did well for ten years, but then developed a mass involving the scar, skin and subcutaneous tissue. A MRI performed showed an intradermal, subcutaneous mass . The patient underwent another surgical procedure on (B)(6) 2011 and the physician excised the longitudinal skin scar and performed resection of the mass. The pathology report of the excised mass showed birefringent crystals within the scar tissue.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.